Event description:
The customer reported that an access 2 immunoassay system began generating ''ultrasonic phase loop lock error'' messages beginning on (B)(6) 2011. The customer indicated that on (B)(6) 2011 a probe on the access 2 immunoassay system had crashed through a sample cup. There were no erroneous patient results associated with this event. Actual patient results were not provided for this event. There were no reports of death, serious injury or modification to patient treatment attributed or connected to this event. The customer replaced the sample probe but the instrument still continued to generate ultrasonic error messages. An instrument system check on (B)(6) 2011 generated failing results. Quality control results had failed to meet customer established specifications for level 1 total human chorionic gonadotropin (tbhcg). The customer did not run tbhcg on the access 2 immunoassay system due to the failing qc results.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) replaced the transducer. After the completion and verification of necessary repairs, the instrument was returned into operation. A definitive root cause for this event has not been determined to date.